Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 35 mg/dl. Customer treated with food and glucose tablets. Customer stated that the insulin pump was not working. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The insulin pump will be returned for analysis.